Manufacturer narrative:
(B)(4).the covidien service engineer (se) inspected the device and verified the diagnostic message recorded in the ventilator's memory log. The se was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated an inoperable diagnostic message. The patient was removed from the ventilator and manually ventilated via an ambu bag and then placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.